Event description:
It was reported that the implantable cardiac monitor device was programmed to record atrial fibrillation (af) only, but was also recording atrial tachycardia (at) episodes. Engineers say something is wrong with the device. The "regulatory enable" is on (in the device) and this shouldn't be on when af-only is programmed on. The device was reprogrammed to correct this and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).